Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use contains device malfunction as a potential event that may be associated with use of the product. Component malfunctions, such as o-ring damage are recognizable risk factors of the device that may be related to procedural, post-operative management and outpatient care. It is important to follow IFU recommendations related to product inspection, management and related use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during implant of pump, the o ring was damaged. A new pump was opened and the ring was taken off and utilized to correct broken ring on the implanting pump. There was no reported effect on the patient. Additional information received states that it cannot be attributable to soley the o-ring, but this procedure took considerably longer than the average procedure. But that the delay did not cause any adverse patient effects.

Manufacturer narrative:
A report was received from the site that during an implant procedure, the o-ring of hw24945 was noted to be damaged. Another pump (hw26776) was opened and the o-ring of this pump implanted onto hw24945. The site reported that the procedure was delayed with a pump time of 444 minutes and that this was attributed to the o-ring issue in addition to other issues. Despite this delay, the event was not associated with a patient consequence.

Manufacturer narrative:
The o-ring was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the device was not returned and no supporting evidence was provided by the site. However, the manufacturer has opened an internal investigation to evaluate o-ring damages. Based on this investigation, the most likely root cause of the failure can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.